Event description:
It was reported through literature that an asahi sion black guide wire crossed the target lesion. When the lesion was balloon-dilated, perforation was observed. Publication: jacc: case reports (2025) volume 30, no.3 title: when 3 fundamentals of disaster meet during elective pci. Excerpt is as follows: it was reported that a 74-year-old female with type 2 diabetes mellitus, hypertension, severe chronic obstructive pulmonary disease (copd) likely due to active or prior smoking, and severe peripheral artery disease (pad) including prior stenting of the right external iliac artery received a percutaneous coronary intervention (pci) to treat a heavily calcified, heavily tortuous, and severely stenosed lesion in the mid right coronary artery (rca). Although the initial wiring with an asahi sion blue guide wire was unsuccessful, an asahi sion black guide wire successfully crossed the lesion. After pre-dilatation was performed with a 2.5mm artimes semi-compliant balloon catheter (brosmed), perforation was observed in the distal posterior descending artery (pda). Attempts were made to occlude the perforation with the 2.5mm semi-compliant balloon but failed. The sion blue guide wire was used for parallel wiring, and four azur cx coils (terumo) were deployed with use of a progreat microcatheter (terumo). Following pre-dilatation of the mid rca, a flow-limiting dissection occurred. The combination of the dissection and the prolonged occlusion of the pda resulted in an ischemia-driven electrical storm. Consequently, mechanical cardiopulmonary resuscitation was initiated, and more than 10 consecutive defibrillations were performed. Two synergy xd drug-eluting stents (des) (boston scientific) were deployed in the proximal to mid rca, which could successfully restore the coronary artery flow. After the successful revascularization by way of des deployment, an acute stent thrombosis was observed, which required another ventricular fibrillation and administering of additional 5,000u of unfractionated heparin, resulting in reperfusion. Despite distal coiling, ongoing intra-myocardial and epicardial fat bleeding from distal pda perforation was observed on angiography. Balloon occlusion of the proximal pda / rca region with a 3.0 mm semi-compliant balloon catheter and with an upsized 3.5 mm semi-compliant balloon catheter was performed, which was followed by coronary vessel rupture. An attempt to seal the rupture with a begraft covered stent graft (betley) was advanced to the rca. Upon expansion, the covered stent graft was trapped within the already implanted des in the proximal rca and dislodged from its delivery balloon catheter. The graft remained distorted within the guiding catheter and could not be deployed at the target site. Retrieval attempts with small balloon technique failed. Stent crushing was then attempted with another des, in which rewiring with a sion blue guide wire was successful. However, des delivery was unsuccessful, and the stent was also lost. Eventually, the sion blue guide wire was trapped by the des and stent graft and fractured. At last, a self-made snare was used to recover the distorted and elongated des and the sion blue guide wire fragment. Then, an asahi gladius ex guide wire was used to cross the stent graft in the proximal rca. A 3.5mm sapphire nc24 non-compliant balloon catheter (orbusneich) was used for dilatation to press the stent graft against the vessel wall, which successfully preserve flow from the proximal to the distal rca. However, unfortunately, the patient ultimately died from cardiogenic shock secondary to right heart failure. In the review and discussion section of the article, the physician commented that using a microcatheter up front to escalate to a polymer-jacketed specialty wire and change back to a safe workhorse wire before any predilatation would have lowered the risk of distal perforation (hazard 1). The physician also mentioned that prolonged coronary ischemia during the distal intervention (hazard 2) due to poor coronary flow, severe stent under expansion with consecutive acute stent thrombosis (hazard 3), and stent graft entrapment (hazard 5) were likely caused by insufficient preparation of the proximal disease. Simultaneously, keeping the activated clotting time at a suboptimal level due to distal perforation and ongoing bleeding at the beginning was mentioned as a contributing factor to acute stent thrombosis (hazard 3). As for vessel rupture (hazard 4) upsizing to the 3.5mm semi-compliant balloon catheter for balloon occlusion without keeping the 1:1 sizing to the vessel diameter was concluded as the cause of coronary vessel rupture. Additionally, the overall unfavorable outcome, namely the amplification of the impact of the procedure-related complications, was considered to be attributable to prolonged myocardial ischemia due to cumulative cardiopulmonary resuscitation lasting more than 40 minutes and to ventilatory impairment related to the patient's pre-existing severe copd. The sion blue guide wire that was used in this same case is being reported in MFR report #: 3003775027-2025-00258.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history record review: lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. During the manufacturing process each unit of this product undergoes tip load testing. Conclusion (root cause): based on the literature information and referring to known similar events, it was presumed that use of the polymer-jacketed sion black guide wire up front instead of a microcatheter to directly cross the lesion followed by balloon predilatation might have caused the distal segment of the guide wire to be displaced, resulting in vascular perforation. Although it was concluded that the reported perforation was not attributed to product quality, it was concluded that sealing the perforation with coil embolization was an additional treatment and therefore a health hazard. Furthermore, it was concluded that the event needed to be reported as the final outcome was patient death. Based on the literature report and review of known similar events, the fatal outcome was not attributable to a device malfunction or manufacturing defect. Instead, the event resulted from a sequence of five pci-related procedural hazards, all of which are recognized complications described in the IFU. These included distal wire perforation, ischemia-driven electrical storm following dissection and prolonged occlusion, acute stent thrombosis, coronary vessel rupture, and stent graft entrapment with subsequent stent dislodgement. It can be concluded that the cumulative impact of these complications, together with the patient's significant underlying vulnerability (severe copd, frailty, peripheral artery disease), led to prolonged myocardial ischemia, repeated resuscitation efforts, and ultimately cardiogenic shock. These hazards progressively compromised the patient's coronary perfusion despite appropriate interventional management. The combination, not any single hazard alone, contributed to the fatal outcome. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation ~ death.